Manufacturer narrative:
Burn with subsequent scar after soprano hair removal. The scar will likely be permanent. UDI related data quality updates. This supplemental report represents a correction to a previously submitted MDR.

Event description:
It was reported about a burn on right side of the neck after the soprano titanium hair removal treatment.

Manufacturer narrative:
Burn with subsequent scar after soprano hair removal. The scar will likely be permanent.

Event description:
It was reported about a burn on right side of the neck after the soprano titanium hair removal treatment.